Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that a patient had a critical left main with critical tvd. Intra-aortic balloon (iab) was used before induction for support. Hemodynamics were unstable. CABG done with iab support on (B)(6) 2017. The next day a leak alarm was generated and blood came into the iab. Fortunately patients hemodynamics were stable at that time. The iab was removed and replaced with a new iab. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that a patient had a critical left main with critical tvd. Intra-aortic balloon (iab) was used before induction for support. Hemodynamics were unstable. CABG done with iab support on (B)(6) 2017. The next day a leak alarm was generated and blood came into the iab. Fortunately patients hemodynamics were stable at that time. The iab was removed and replaced with a new iab. There was no reported injury to the patient. The indication for use was critical left main with critical (tvd) triple vessel disease with unstable hemodynamics.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. One kink was found on the inner lumen within the membrane approximately 3.3cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 26.4cm from the rear seal measuring 0.013cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that a patient had a critical left main with critical tvd. Intra-aortic balloon (iab) was used before induction for support. Hemodynamics were unstable. CABG done with iab support on (B)(6) 2017. The next day a leak alarm was generated and blood came into the iab. Fortunately patients hemodynamics were stable at that time. The iab was removed and replaced with a new iab. There was no reported injury to the patient. The indication for use was critical left main with critical (tvd) triple vessel disease with unstable hemodynamics.